Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Additionally, it was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Reportedly, customer reverted to insulin injections for insulin therapy. Customer's blood glucose was 412 mg/dl.